Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a compromised force sensor system alarm on the insulin pump. Customer stated that he receives the alarm when he is filling the tubing. Customer stated that he had trouble with the pump in the past. Customer was using his old pump when he received the alarm. Customer's blood glucose was 172 mg/dl at the time of the incident. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer mentioned that he already received a replacement pump and he called due to the alarm that he received on his old pump. Customer had never stopped using the old pump that he was supposed to return. Customer kept the replacement pump packaged up. Customer was assisted with programming his replacement pump.